Event description:
Information received regarding the device does not address the patient's clinical status but notes r-wave sensing of <2 mv. The lead was replaced at the time of pulse generator replacement for eri.